Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after disconnecting due to low insulin, then replacing infusion supplies and resuming therapy; glucose decreased from 268 mg/dl with a downward trend after the set change, and available insulin displayed decreased from 150 units to 135 units, which was explained as normal post-change accounting. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included no medical intervention, no alerts for prolonged severe hyperglycemia, and self-management without assistance. Investigation included troubleshooting and education regarding insulin onset after set changes and monitoring trends. Investigation of this case revealed no device alarms and no evidence of hardware malfunction, with hyperglycemia plausibly related to interruption of insulin delivery before the supply change and routine pharmacodynamic delay afterward. It was concluded, based on previously established findings for similar reports, that the cause was unclear.